Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs, and performed pre-fill test. The reservoirs/transfer guards passed per inspection. Found no anomaly during filling. The reservoirs connected and locked in place properly. Evaluated two opened/used reservoirs. The reservoirs/transfer guards passed per inspection. Found no anomaly during filling. The reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call that there is possible insulin denatured issue. Customer's blood glucose was 564 mg/dl. The customer was treated with insulin pen. Customer's husband stated when insulin was inserted to reservoir it turned cloudy, they tried two from the same lot and same issue occured. The customer tried a reservoir from a different lot and issue no longer persisted. The customer was advised that we are sending replacements and having try to fill one reservoir from a different lot to ensure issue is not going with insulin prior to her calling. The customer will be sending back 7 reservoirs in total.